Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with 2 bd tube sst plh 13x100 5.0 plbl gold br the stoppers came off after centrifugation. The following information was provided by the initial reporter, translated from portuguese to english: the laboratory team reported a frequent opening of the gel tube stopper after centrifugation. I witnessed a test where the gel tubes containing water were centrifuged twice and after centrifugation, the stopper was loose, coming off easily. On both occasions, even though it was closed in the recommended manner, the stopper came out easily. Centrifugation of 2,800 rpm at 10 minutes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with 2 bd tube sst plh 13x100 5.0 plbl gold br the stoppers came off after centrifugation. The following information was provided by the initial reporter, translated from (B)(4) to english: the laboratory team reported a frequent opening of the gel tube stopper after centrifugation. I witnessed a test where the gel tubes containing water were centrifuged twice and after centrifugation, the stopper was loose, coming off easily. On both occasions, even though it was closed in the recommended manner, the stopper came out easily. Centrifugation of 2,800 rpm at 10 minutes.